Event description:
Note: this report pertains to the third of three complaints that involve the same event. Refer to manufacturer report #'s 3005099803-2010-04184 and 3005099803-2010-04185 for the associated device reports. It was reported to boston scientific corporation on (B)(6), 2010 that three resolution clips were used during a colonscopy to treat an active bleed in the colon on (B)(6), 2010. According to the complainant, during the procedure, the resolution clip was advanced down the colonoscope and positioned within the colon to treat an active bleed. The clip grasped tissue at the hemostasis site and locked closed; however, the clip failed to release from the catheter. This same issue was encountered with a total of three resolution clips during this procedure. One clip was pulled off the tissue and removed from the patient on the catheter. No trauma was caused to the site when the clip was removed. It was unknown if the other two devices released from the catheter or the tissue and fell into the patient. The delay in procedure was approximately 15 minutes and this delay did not exacerbate the bleed. Additional resolution clips were used to complete the procedure successfully. There were no patient complications as a result of this event. The patient was reported to be "fine" post procedure.

Manufacturer narrative:
A visual examination of the returned device revealed that the clip assembly was fully deployed and was located inside the over sheath. The control wire was separated per design. Based on the evaluation conducted and the details of the complaint, it is probable that the failure to release the clip from the delivery catheter was due to anatomical/procedural factors encountered during the procedure; therefore the root cause for this complaint is operational context. A review of the device history record (DHR) was performed; all acceptance records demonstrate the device was manufactured in accordance with the device master record.

Event description:
Note: this report pertains to the third of three complaints that involve the same event. Refer to manufacturer report #'s 3005099803-2010-04184 and 3005099803-2010-04185 for the associated device reports. It was reported to boston scientific corporation on (B)(6), 2010 that three resolution clips were used during a colonoscopy to treat an active bleed in the colon on (B)(6), 2010. According to the complainant, during the procedure, the resolution clip was advanced down the colonoscope and positioned within the colon to treat an active bleed. The clip grasped tissue at the hemostasis site and locked closed; however, the clip failed to release from the catheter. This same issue was encountered with a total of three resolution clips during this procedure. One clip was pulled off the tissue and removed from the patient on the catheter. No trauma was caused to the site when the clip was removed. It was unknown if the other two devices released from the catheter or the tissue and fell into the patient. The delay in procedure was approximately 15 minutes and this delay did not exacerbate the bleed. Additional resolution clips were used to complete the procedure successfully. There were no patient complications as a result of this event. The patient was reported to be "fine" post procedure.

Manufacturer narrative:
(B)(4): although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.